Event description:
Noise was reported on this lead via home monitoring. There was an inappropriate vf detection and ineffective max energy shock delivered due to the noise on (B)(6) 2021. The lead currently remains implanted. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.